Event description:
Initial reporter indicated that they performed system diagnostic testing on a vns patient that yielded high lead impedance output status limit. The test was repeated and the same results attained. It was reported that the patient has not had any recent trauma to his chest but did have a violent seizure where he required stitches in his head and she just took out the stitches a few weeks ago. The patient is not presenting with any clinical symptoms. Reported system diagnostics were "ok" at the last office visit. The patient's vns was programmed to zero output current and the patient will be referred to a surgeon. Revision surgery is likely.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.